Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pacing lead (ipl), a lead warning triggered due to low lead impedance, and the ipl exhibited suspected fracture, and high thresholds. The ipl remains in use, and revision scheduled for later date. No patient complications have been reported as a result of this event.